Event description:
While using a oscor atar a reusable extension cable in conjunction with a temporary cardiac pacing wire, it was determined that the clamp on the atar a from oscor, does not secure around the lead from the pacing wire. The wire is inserted into the receptacle bridging cable. The clamp is designed to be rotated which causes the metal clamp to tighten on the pacing wire. Tightening as tight as possible by hand, the lead still falls out. We have tried using a mechanical device to aid in tightening which causes the clamp to fail secondary to stripping. The lead of the pacing wire was thought to be secure in the bridging cable when the clamp was tightened as tight as possible by hand. The lead was verified, and fell out. Had this not been noticed, the patient would not have been paced as needed. The staff was able to make a connection and there was no adverse outcome to the patient. The older oscor x1.tme {p233042-00} did not have this issue. We have been using the new model for a couple of months. This documents only one of the times this type of event occurred. Our facility has had the described event happen multiple times with these same model devices, with different lot numbers.